Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 1 of 2. Reference MFR report: 3006705815-2017-00622. It was reported that the patient experienced a fall. X-rays confirmed that the patients lead had migrated. As a result, the patient underwent surgical intervention on (B)(6) 2017 to have their leads replaced. Patient has effective therapy post op.